Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary (rca) with mild calcification and no tortuosity. The patient presented unstable and was crashing prior to the procedure. A whisper ms guide wire was advanced to the target lesion, and pre-dilatation was performed with a 2.5 x 15 mm rx trek balloon dilatation catheter (bdc). Then a 4.0 x 38 mm xience sierra stent was deployed. Post dilatation was performed with a 4.5 x 15 mm nc trek bdc. The balloon crossed the target lesion and the balloon was inflated. However, the balloon could not be deflated at all. Troubleshooting was performed, and the balloon still would not deflate. Therefore, the bdc was removed with the guide wire as a single unit. The target lesion was treated, and the procedure was ended at this point. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was still unstable from pre-existing conditions and was transferred to the intensive care unit. It was confirmed that the devices did not cause or contribute to the patient's worsening condition. No additional information was provided.